Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and there was electrical intermittency between the pin and cap in the connector. It was noted that the distal conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was a spike in impedance on the rv lead and then it returned to normal levels. There is concern that the lead may have fractured. The lead was removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.